Event description:
Reporter noted three incidents of endophthalmitis over a period of six weeks. Event occurred on three different dates with three different surgeons. This pt cultured staph aureus five days post-op. Administered intravitreal antiobiotic injection. System and handpiece had been is use since event without further incident.